Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. Summary: it was received for analysis twenty-two unopened samples of product. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. Per the conditions of the samples received, no performance breakage needle were found,

Event description:
It was reported that a patient underwent an unknown surgery in 2020 and the suture was used. It was reported that the tip was breaking off of device. There were no adverse patient consequences reported.